Manufacturer narrative:
Should additional information become available a supplemental record will be filed. Facility MDR received from vitas healthcare. Report# (B)(4). The underlying cause is external ignition source; no malfunction of irc5lxo2 concentrator. User's manual review danger - users must not smoke while using this device. Keep all matches, lighted cigarettes or other sources of ignition out of the room in which this product is located. No smoking signs should be prominently displayed. Textiles and other materials that normally would not burn are easily ignited and burn with great intensity in oxygen enriched air. Failure to observe this warning can result in severe fire, property damage and cause physical injury or death

Event description:
The patient was flown to (B)(6) hospital after receiving burns on the nares and to the left and right of his nose from using o2 and a cigarette lighter. At the time the patient relocated from (B)(6) for the hospital treatment of 2nd degree burns.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Update from 04/01/2016 added by consumer affairs: reporter stated the end user was smoking and using the concentrator while in his final stages of copd and has since passed away. She said the concentrator did not malfunction and it was labeled as end user misuse. No further information provided. The patient was flown to (B)(6) hospital after receiving burns on the nares and to the left and right of his nose from using o2 and a cigarette lighter. At the time the patient relocated from vitas services for the hospital treatment of 2nd degree burns.